Manufacturer narrative:
(B)(4). The results of the investigation found that it is possible for the light to flicker under specific usage conditions when the clinician applies force to cap of the laryngoscope handle. Based on these findings, teleflex has opened up a corrective and preventive action (CAPA) to investigate further.

Event description:
The customer alleges that the light on the device went out during intubation. No patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the light on the device went out during intubation. No patient injury.